Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the stylet was unable to be removed from the left ventricular lead. The stylet was cut and left inside the implanted lead and the patient was stable.